Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician was attempting to load the ruby coil into the microcatheter; however, the physician pushed too hard and bent the pusher wire. The ruby coil did not go into the microcatheter and was not used in the procedure.